Event description:
Patient reported to the nurse that the pca delivered narcotic medication without the pca button being pushed. When the rn moved the pca cable, the pump beeped and delivered another dose without the button being pushed, but the rn was able to pause the channel and disconnect the patient from the machine. Patient received a new pca pump. The malfunctioning pump was sent to clinical engineering.======================manufacturer response for pca, alaris pca button (per site reporter).======================biomedical engineering removed the device from patient use. They identified that there was broken metal inside the button and that it took little to no pressure for the button to press. They contacted the manufacturer about the problem.